Event description:
It was reported that the video system center had no input coming in. The event had occurred during service / maintenance. There were no reports of patient involvement.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility and did not confirm the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the correct product return information. Updated fields: d9.

Event description:
No additional information received from the customer.